Event description:
It was reported that the nurse stated they were trying to rewarm their patient, but they were getting a low flow alarm in an arctic sun device. The patient got up to 34.6c but was now back to 33.6c and the device was not warming the patient. Water flow rate (wfr) was 0.3-0.4 l/min, explained flow rate and correlation to heater capacity. Had nurse stop therapy, empty pad, and disconnect. Had nurse confirm all tubing is straight with no kinks or bends. Informed nurse to reconnect pad with proper technique, confirmed they can connect to any of the ports on the fdl and suggested trying a different port, confirmed audible clicks. Resumed therapy, initially water flow rate (wfr) was 0.8 l/min but began dropping back down to 0.6 l/min. Suggested to try placing the device in manual control to make sure it was not a device issue. Nurse asking what else they can do. Informed nurse if they have another device, they can try connecting this pad to the device to see if it works better. Otherwise, they would recommend replacing the pad. Nurse stated they will try this and call back if needed. Unable to get s/n before nurse hung up.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. (B)(4) rev 0 was reviewed for this investigation. The labeling is found to be adequate. The baw is attached on the investigation overview element. Pfmea # ra7600780, revision 22, was reviewed for this investigation. The reported event is addressed in step # 24. Based on this review the risk is within the expected range. The DHR review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were trying to rewarm their patient, but they were getting a low flow alarm in an arctic sun device. The patient got up to 34.6c but was now back to 33.6c and the device was not warming the patient. Water flow rate (wfr) was 0.3-0.4 l/min, explained flow rate and correlation to heater capacity. Had nurse stop therapy, empty pad, and disconnect. Had nurse confirm all tubing is straight with no kinks or bends. Informed nurse to reconnect pad with proper technique, confirmed they can connect to any of the ports on the fdl and suggested trying a different port, confirmed audible clicks. Resumed therapy, initially water flow rate (wfr) was 0.8 l/min but began dropping back down to 0.6 l/min. Suggested to try placing the device in manual control to make sure it was not a device issue. Nurse asking what else they can do. Informed nurse if they have another device, they can try connecting this pad to the device to see if it works better. Otherwise, they would recommend replacing the pad. Nurse stated they will try this and call back if needed. Unable to get s/n before nurse hung up.